Manufacturer narrative:
The customer's report that the products have an issue of breaking, cracking, or leaking was confirmed on the returned suspect model mz5307 due to the was broken off male luer tip that was lodged inside the mz1000-07¿s female luer inlet port. Further inspection of the breakage showed signs of stress marks with jagged and uneven edges. The broken male luer tip was not expected to have occurred during manufacturing assembly as the break was observed during use. It was concluded that an excessive external lateral/leverage force was applied to the extension set¿s male luer when disconnecting from the maxzero connector, thus causing it to break. The root cause of the excessive force was not definitively determined. The set and connector were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that model mz5307¿s male luer tip was broken off and lodged inside model mz1000-07¿s female luer inlet port. Further inspection observed that the break sites¿ surfaces showed signs of stress marks and had jagged and uneven edges. Residual dark colored fluid was also observed within one of the extension set¿s connectors. No other anomalies were observed. Functional testing was not deemed necessary due to the breakage of model mz5307¿s male luer tip lodged inside model mz1000-07¿s female luer. A device history record could not be performed due to no lot number was provided by the customer. The breakage was caused by an external lateral force. The root cause of the external lateral force was not identified.

Event description:
A bifuse extension set and needleless connector were returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
A bifuse extension set and needleless connector were returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.